Event description:
This is report 2 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The cause of the peritonitis was unknown and treatment information was not reported. On a later date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd894287 and no exceptions were observed that were related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).